Event description:
During surgery, the trigger on the ligasure device stuck and would not allow the surgeon to cut and seal with the device as intended. Surgeon used a new device; no issues, no harm to patient.